Manufacturer narrative:
Through follow-up the implant date was provided. If implanted, give date: (B)(6) 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor will be explanting a tecnis symfony toric lens soon due to complaints of seeing rings. Additional information states patient had symptoms of halos. There were rings on the lens and patient was seeing rings of light. On day one post-op patient eyes were still very dilated and vision had not cleared yet as it was less than 24hours since surgery. After six days post-op, patient informed about severe halos that he could not be tolerated. Visual acuity pre-op (pre-initial implant): 20/30. Visual acuity post-op (post-initial implant): 20/20. No further information provided.